Event description:
The customer reported high white blood cell (wbc) and hemoglobin (hgb) background values on daily checks on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. This report documents the event that occurred on (B)(6) 2015. Refer to medwatch 1061932-2015-00818 for the report of the event that occurred on (B)(6) 2015.

Manufacturer narrative:
A field service engineer (fse) performed extensive troubleshooting on the initial field visit on 04/20/2015; however the customer called back to report that the issue was ongoing and had not been resolved. The fse ultimately replaced the wbc bath and aperture count valves that showed signs of buildup to resolve the background failures. The fse also replaced the hgb cuvette, which appeared dirty. The repairs were verified per established service procedures. (B)(4).